Event description:
The customer reported a "therapy delivery test failure." There was no report of adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.